Event description:
It was reported that prior to any products being implanted the patient had a reaction to the anesthesia. The procedure was subsequently abandoned, and the patient recovered.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.